Event description:
On (B)(6) 2013, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that after her daughter dropped her onetouch ping meter, the meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue occurred while the patient was at school on (B)(6) 2013 (at 2:30 pm). The patient's testing frequency is not known and it is not clear what the patient's previous blood glucose reading was prior to the alleged meter issue. The patient manages her diabetes with insulin (via insulin pump); however, the reporter indicated the patient did not take any action in response to the alleged issue. According to the csr's documentation, as a result of the alleged meter issue, the patient reportedly had traces of ketones in her urine and was not focusing well. After the alleged issue occurred, the patient reportedly went to the school nurse's office and at 2:55 pm the patient reportedly obtained a blood glucose reading of "426 mg/dl" with the nurse's meter and at the same time afterward the school nurse administered an unknown amount of insulin as treatment. At the time of troubleshooting, the csr noted that the alleged issues occurred after the patient reportedly dropped the meter. Replacement products were sent to the patient. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.